Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The foam of the inlet airpath assembly was observed to have peeled off and was blocking the inlet port of the blower. The device's inlet airpath assembly needs replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator displayed a "high temperature" alarm. There was no harm or injury reported. The device has been returned to the manufacturer for evaluation, and the customer's complaint has been confirmed. During the investigation, the manufacturer confirmed the complaint by internal checking that the sound abatement material of the air inlet path assembly was delaminated. It is possible that the flow of air was obstructed by it inside the air inlet path, which caused resistance to the blower's intake and led to the occurrence of the reported issue. Therefore, the air inlet path assembly was replaced. During the investigation, periodic maintenance 2 was performed, and no abnormality was confirmed. The following parts were replaced as regulated by maintenance procedures to prevent failure: exhaust fan assembly, 43-micron filter, power cord. The manufacturer performed a repair test, an alarm check, a battery check, run-in tests, and cleaning, then confirmed the unit operated properly. Section h4 device manufacture date were captured incorrectly in the previous report. It has been updated in this report. In this report, section d9, g3, h3, h6 has been updated.